Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a hole was found on tube after the catheter placement. Per email received on 07jan2021 from investigator, the failure was found on the catheter that came with the bag so the failure to be coded for the catheter.

Event description:
It was reported that a hole was found on tube after the catheter placement. Per email received on 07jan2021 from investigator, the failure was found on the catheter that came with the bag so the failure to be coded for the catheter.

Manufacturer narrative:
The reported event is confirmed as manufacturing related as the hole was within 0.5" of the bifurcation. Visual evaluation of the returned sample noted one opened (no original packaging), used meter bad with inlet tubing, sample port connector and silicone foley. It was noted that there was a 0.0605" hole on the shaft over the inflation lumen 0.3735" from the bifurcation. This does not meet specification as the "shaft cannot be damaged or severally pinched." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.